Event description:
At bench repair they found that there was no audio from their mx40 device. There was no patient harm reported by the customer. There was no patient involvement. There was no report of a patient injury or harm.